Event description:
The customer contacted physio-control to report that they were using this device on a patient and when they attempted to deliver a shock to the patient the device unexpectedly lost power. There were no reports of adverse effects to the patient as a result of the reported issue. Physio-control has made multiple attempts to contact the customer to obtain additional information on the patient. No response has been received from the customer.

Manufacturer narrative:
Section d5 operator of the device of the initial medwatch report indicates: blank section d5 operator of the device of the initial medwatch report should indicate: health professional

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio downloaded the device's electronic records from the event for review and was able to verify the device powered off and reset itself unexpectedly during the event. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that they were using this device on a patient and when they attempted to deliver a shock to the patient the device unexpectedly lost power. There were no reports of adverse effects to the patient as a result of the reported issue. Physio-control has made multiple attempts to contact the customer to obtain additional information on the patient. No response has been received from the customer.